Event description:
A facility reported that a system message was displayed while testing. The footswitch was removed and cleared and it worked again, but the system will not be used again until the footswitch is replaced. Add'l info has been requested, but not received to date.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental report MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).